Event description:
It was reported that during an unspecified surgical procedure it was observed that while using the unk - imaging management device, the specialist removed the lens and changed the portal, which resulted in the removal and insertion of the lens. When viewed on the screen, it was clearly visible to the naked eye that it had a scratch along its entire length. A proper cleaning was performed, considering that something was possibly blocking the view, but the obvious scratch was also confirmed during the procedure. There were no reports of delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.